Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On an unreported date, the patient was hospitalized for the event and began treatment with injection of meropenem (1 gram, once daily, route not reported), injection of vancomycin (1 gram, every third day and route not reported) and injection of amikacin (500 milligrams, once daily and route not reported). At the time of this report, the patient outcome was unknown. The action taken with pd therapy was not reported. Additional information is not available.